Manufacturer narrative:
Product analysis summary: stent was positioned between the marker bands but not meeting specifications due to deformation of the distal wraps. Deformation was evident to the 1st <(>&<)> 14th-15th distal stent wraps with struts raised. Deformation was evident to the distal tip. The inner lumen could not be verified with a 0.015 inch mandrel most likely due to hardened blood in the guide wire lumen. Slight bends are evident on the shaft of the device which are consistent with coiling of the device for return. No other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure an attempt was made to use one resolute onyx rx coronary drug eluting stent to treat a lesion. There was no issues noted when removing the device from the hoop. No resistance was noted when removing the sheath from the stent. The sheath was not gripped on the most distal end of the sheath during removal from over the stent. The device was not inspected. Negative prep was not performed. The lesion was pre-dilated with a non-compliant balloon. It was initially reported that stent deformation occurred in vitro during prep. It was subsequently reported that the resolute onyx exited the tip of the guide catheter. The stent was pushed until the lesion (half) but it couldn¿t reach the optimal position as resistance was encountered. The device failed to cross the lesion. The device was pulled back and it was realised that the struts were crushed. No patient injury was reported.